Manufacturer narrative:
Other, other text: additional information was received indicating that it was unknown if the patient received an over-delivery of medication. It was reported that the extra dose was interrupted. Other relevant history, including pre-existing conditions reported: appendectomy in 2006, endometriumcarcinoma 2011 (had a total laparoscopic hysterectomy), parkinson's disease since 2011, forgetful.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump stayed on "dose" for a long time after the extra dose was administered. It was reported that the pump was subsequently stopped. No adverse patient effects were reported.